Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored and contamination was found under the keypad button contacts. This report is made based on the results of investigation completed on 05/14/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/14/2015 with the following findings:on investigation, the pump powered up to a dim display with pinkish contrast. Auditory and vibratory features were operationsal. The keypad cover was found peeling from the base while all the buttons responded properly. Removal of the button cover found contamination under the button contacts. (B)(6).